Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off. On removal of the top housing, it was found that the internal soft cannula was also damaged from the external tear. The length of the soft cannula was measured to be out of specification at 14.67mm. A leak test was performed, and it was observed that fluid did not pass along the entire fluid path due to the damaged soft cannula. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to above 254 mg/dl while wearing the pod between 5 and 24 hours on the back. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.